Event description:
(B)(4). Initial info received on (B)(6) 2013. The dentist reported that a (B)(6) female pt, with no specified medical history was treated with etch gel 40% (etch gel 40%) on (B)(6) 2013 in an unk dental procedure. On (B)(6) 2013, the dentist reported that he burned the pt's lip and pt had to be transferred to a dermatologist. No add'l info available.

Manufacturer narrative:
This product contains 37% phosphoric acid in a gel form. The returned etchant was tested and the accompanying instructions were reviewed. The etch gel required 3.2 ml of 0.2 n naoh to reach endpoint during titration which conforms to the spec (specification 3.0 - 3.5 ml). The directions also specify warnings to avoid contact with oral soft tissue and do not use on individuals with allergies.